Manufacturer narrative:
Date of event: event year reported as 2019; exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, on the sterile back table the surgeon was using the matrixmandible plate cutters to cut an unknown 2.8mm mandible reconstruction/matrixmandible plate. One of the matrixmandible plate cutter broke in half. It is unknown if there was a surgical delay. Procedure outcome was unknown. There was no patient involvement. Concomitant device reported: unknown matrixmandible plate (part #: unknown, lot#: unknown quantity #1). This report is for one (1) matrixmandible short cut plate cutter. This is report 1 of 1 for complaint (B)(4).